Event description:
User facility reports the following: unable to infuse through port. Port and a portion of the catheter were explanted by surgeon. 11 1/2 cm of catheter had fractured and was visualized by c-arm fluoro. Catheter segment was removed by a vascular surgeon.